Manufacturer narrative:
(B)(4). It was noted that this lead was not available for return, as it had been retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial pacing during left ventricular (lv) pacing threshold testing. The lead and device were subsequently explanted. It was additionally noted that fluoroscopy confirmed that this lv lead had pulled back into the coronary sinus. No additional adverse patient effects were reported.